Manufacturer narrative:
Product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported to the (B)(4) district office on 14 apr 2009.

Event description:
A customer reported they observed moisture in the battery compartment of their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Service of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the patient was injured requiring medical treatment to left knee. She alleges that cryotherapy was applied. The complaint contains no information about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the patient's skin, instructions provided to the patient about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims she suffered personal injuries resulting in disfigurement and physical impairment. The company has been unable to confirm the manufacturer of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery door latch area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c. This is a final report.